Event description:
It was reported to philips that the device's ECG test failed. Upon evaluation of the device by the engineer, replugged ECG cable and re do op check for 3 times. Op check passed. Suspect human error. Device function normal. Upon evaluation of the device by the engineer there was no malfunction. Rse competed an operational check on the device and it passed; rse replugged ECG cable and re do op check for 3 times. Op check passed. Suspect human error. Device function normal. No further investigation or action is warranted.